Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred during the loading process. Reportedly, for the past event, there was no impact to the user's blood glucose level. However, for the most recent event, the experienced an elevated blood glucose level of 400 mg/dl and it was addressed with an alternate pump. It was confirmed that the user has alternate insulin therapy available.